Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02303 and 3005099803-2010-02497 for the other associated device information. It was reported to boston scientific that three maxforce biliary balloon dilatation catheters were used during a dilatation procedure in the pancreatic duct performed (B)(6) 2009 on a (B)(6) male patient. According to the complainant, during the procedure, all three balloons lost pressure due to a leak and contrast medium entered the pancreatic duct. Additional information received confirmed the balloons slowly lost pressure and did not burst. Investigation results revealed a small circumferential tear in the balloon portion of each of the three devices. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the event was reported to be stable.

Manufacturer narrative:
Investigation results: a DHR review concluded that lot 12178979 was manufactured in accordance to product specification. A review of the complaints database noted no negative trends for this defect type. A visual examination revealed no damage on the catheter of the device. A functional test was done where a guidewire was passed through the catheter of the device with no restriction. An inflation device was used to attempt to inflate the balloon; however, a small circumferential tear was noted on the balloon portion of the device indicating the balloon had burst. Originally, it was reported the balloon slowly lost pressure and did not burst; however, this is inconsistent with the investigation finding. This is now a reportable event. The most probable root cause of this event was determined to be operational context.